Event description:
--

Event description:
Boston scientific received information that high out of range pacing impedances were detected. A review of the data by technical services noted that the electrocardiograms were free of artifacts. In addition it was noted that the pacing impedances had been stable with one measurements out of range. At this time the device remains implanted. The lead implanted is a competitor lead. No adverse patient effects were reported.

Manufacturer narrative:
Upon additional information this investigation will be updated.

Manufacturer narrative:
Additional information provided noted that the competitor lead was replaced due to a lead fracture. The device remains implanted.

Manufacturer narrative:
Additional information received noted that noise resulting in oversensing was also noted on the pace and shock channel of the right ventricular lead, but the noise could not be re-created. The patient will be closely monitored by latitude and a follow up has been scheduled.